Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported an "oxygen not available" alarm. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
G4: 05jul2019. B4: 12jul2019. The manufacturer's field service engineer remotely confirmed the oxygen not available alarm issue. They reconnected the manifold and it resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.